Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous implantable lead exhibited noise on the rate/sense egram, resulting in oversensing and pacing inhibition. All lead measurements were normal and the noise was not reproducible.